Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter. The balloon was loosely folded with contrast in the balloon and lumen. There was a hypotube kink 16 cm from the hub. Microscopic inspection revealed a longitudinal tear in the balloon material. There is no indication the device was inflated over rated burst pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was a 100% in-stent restenosis (isr) located in the moderately tortuous and moderately calcified left anterior descending (lad) artery. Pre-dilation was performed with a 1.50 mm x 15 mm maverick²¿ balloon catheter. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured before stenting. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.